Event description:
It was reported that the patient presented to md with symptoms of 'twitching'. High threshold, sensing difficulty, and impedance decrease from 1300 ohms at implant to 400-600 ohms bipolar were also reported. Echocardiogram and chest x-ray revealed a lead perforation. The lead was explanted and the patient is reportedly doing 'fine'.

Manufacturer narrative:
The information submitted reflects all relevant data received.